Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred with a clear fluid leak observed during a routine hemodialysis treatment. Rinseback was attempted by the operator, however, clotting of the circuit occurred as the instructions were not followed properly, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform rinseback of the pt's blood as instructed in the user's guide. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The user's guide includes the following warnings, "the nexstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved." A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding rinseback procedures. Nxstage medical considers this report closed. No additional info will be provided.